Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean specific parts of the pump, ensuring that everything was in place and undamaged. Following these steps, the customer successfully completed the load process and resumed insulin delivery.